Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was pt stated they had not used their device for a long time, months, because a lot of their problem on their right side is their si joint and the stimulation doesn't help their si joint. Pt stated since their last surgery "it's" going down their left leg really bad and they are having muscle spasms and nerve damage and noted the leads that go down their left leg are hooked up but not activated. Pt spoke to pain management healthcare provider (hcp) and was told to call manufacturing representative (rep) to schedule reprogramming. Pt stated they had charged their controller last night and charged the implant today, but they were not feeling the stimulation; pt reported green outline around group a. Agent had pt attempt to switch groups and pt reported only group a was programmed. Agent had pt used stim button to turn stimulation off and then on; pt reported they still did not feel the stimulation. Agent had pt increase the intensity; pt increased from 4.6 to 7.0 and reported they then felt the stimulation and it was at a comfortable level. Pt confirmed they have the rep's number and agent redirected to rep and hcp to further address.